Manufacturer narrative:
Medical device lot #: 5023031 was reported, however, this is not a lot # manufactured for the reported catalog #. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd infusion set sa200 w/o ll foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: black foreign object found on spike.